Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: 22 mg/dl, 126 mg/dl (active system 1) and 22 mg/dl (active system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for active system 1. Reference medwatch with patient identifier (B)(6) for active system 2.